Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the reader and no damage was observed. Customer stated that their reader was getting hot when charging. The reader was observed to be hot while charging. Visual inspection was performed on the usb charger and charging cable and no issues were observed. No opens or shorts were observed. Usb charger and charging cable passed testing. Visual inspection was performed on the returned power adapter and no issues were observed. Load tester was used to test returned power adapter and voltage was observed to be within specification. Power adapter passed testing. The returned reader was further investigated and de-cased and visual inspection was performed on reader's pcba (printed circuit board assembly) and it was observed that reader was getting hot while charging. A further extended investigation was conducted. Visual inspection was performed on the returned reader, charging cable, and adapter and no damage was observed to the returned devices. The data in the initial scan was reviewed and no issues were observed. The returned reader was brought to the bench for functional testing. The returned battery voltage was measured, however, results were not within the specification. The reader was unable to power on using the button depression, test strip insertion or charging cable insertion. A known good battery was connected to the returned reader, and the device was able to power on but displayed a "connected to pc message" while being charged. The reader was monitored under a thermal camera during operation, and a hot spot was observed on u2 after the button was pressed. A voltage was observed on r100 pulldown resistor; any voltage across this resistor is evidence of excessive voltage or current bypassing the stm vbus protection circuit. This excess voltage or current through the cpu (central processing unit) can permanently damage the component and cause a connected to computer message to appear. This can also exhibit hotspots when the reader is attempted to be powered on. It was determined that this issue is caused by the customer using a non-abbott provided usb adapter. The customer's reported complaint of their reader getting hot while charged was observed. It was determined that this issue is caused by the customer using a non-abbott provided usb adapter. Therefore, this issue is not confirmed to use. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.